Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. The root cause of the system check failure was due to the power battery manager corrosion. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced system self-check errors. No patient was involved.